Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
The string falls off- tampon [device breakage] , case narrative: consumer reported via e-mail that the tampon strings fall off. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
The string falls off- tampon [device breakage]. Case narrative: consumer reported via e-mail that the tampon strings fall off. No injury reported.